Manufacturer narrative:
H4: the lot was manufactured from february 26, 2020 - february 27, 2020. H10: the device was received for evaluation. Visual inspection with the unaided eye observed loose dark foreign matter on the lower left inside of the bag. Visual inspection with magnification was performed which verified loose dark foreign matter approximately 1.00 square millimeters on the inside lower left of the bag. Further analysis revealed the particle was consistent with polycarbonate. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.